Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? Was the surgery completed successfully? What is the current condition of the patient? Did the patient suffer any consequence? Could you please confirm de device's availability?

Event description:
It was reported that a patient underwent a digestive coelioscopic procedure on (B)(6) 2020 and suture was used. The suture broke during the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/21/2020. A manufacturing record evaluation was performed for the finished device lot number qamlra- and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/16/2020. Corrected information: d1, d4. Additional information was requested and the following was obtained: what is the product code? V114h. What is the lot number? Qamlra. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/11/2020. Additional information: d4, g1. Additional information was requested and the following was obtained: no particular patient was mentioned by the hospital team regarding this complaint. The incident is related to needles which are regularly used during digestive/coelioscopic surgeries for children. The risk of needle loss on the surgical site is omnipresent but at the moment no patient consequence was reported. The single complaint was reported with possiible multiple events. There are no additional details regarding the additional patient events. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code j340h with lot qamlra was reported. Lot number qamlra corresponds to the product code v114h40. Please clarify the following: what is the product code? What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.